Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. The cause of the low bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on 11/06/21 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.